Event description:
Senseonics was made aware of an incident where user reported a low glucose event due to inaccuracy in sensor readings. The following example set was provided: (B)(6) 2025 - 4:04 am - est - sg: 179 mg/dl - bg: 29 mg/dl; (B)(6) 2025 - 6:36 pm - est - sg: 52 mg/dl - bg: 42 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 4:04 am - est - sg: 179 mg/dl - no bg was entered at the time of the event. (B)(6) 2025 - 6:36 pm - est - sg: 52 mg/dl - bg: 42 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of the event because the sg never went below the alert level for the example at 4:04am, however for the second example at 6:36 pm we confirmed on dms that the user received a low glucose alert at the time of the at 6:24:44 pm.the user didn't seek for medical treatment and resolved the events by themselves with a glucose tablet and a glass of milk.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: feb-6-2025 4:04 am est / sg: 179 mg/dl and bg 29 mg/dl. Feb-6-2025 6:36 pm est / sg: 52 mg/dl and bg 42 mg/dl. A review of the data management system (dms) data revealed that: on (B)(6) 2025 at 4:05 am user's sg was 179 mg/dl, and no bg was entered. On (B)(6) 2025 at 6:34 pm user's sg was 52 mg/dl, and bg was 42 mg/dl. A review of the alert history revealed that the user received multiple low glucose alerts around 6:24 pm as user's sg value was below the threshold of 65 mg/dl. The user did not receive any low glucose alerts around 4:04 am as their sg value was above the threshold. User did not seek medical treatment and resolved the events by themselves with a glucose tablet and a glass of milk. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.a case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation.in-house testing of sensor showed no issues with sensor functionality. A review of the in-vivo data showed signal degradation since (B)(6) 2025, which coincided with increased noise in sensor glucose and inaccuracy. The potential root cause for such failure mode may be related to some transient optical instability due to the in-vivo state of the sensor hydrogel, which could not be reproduced in the lab. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510 h6. Type of investigation updated to 10 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315